Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: magnum manufacturing center, inc. Manufactured the holding sleeve-standard for matrix, part number 03.632.001, and lot number 6603331. Initially, the part conformed to the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. A product development evaluation was completed: this device is missing half of the circumference for two levels of threading from the distal tip. The associated drawings were reviewed. Changes were performed to address the hazard of this complaint for reducing the occurrence. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium. The received instrument was manufactured in june of 2011 to the earlier version of the design. In conclusion, this complaint is confirmed as the tip damage is verified. It is not known what caused this damage although it is likely that force was applied to the sleeve while not fully engaged. This device was manufactured prior to the design changes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The synfix mini-open had lost their ability to hold desired angles, rendering them "floppy."

Event description:
It was reported that eleven devices were damaged due to normal wear and tear. Eight tapered u-joint drivers for synfix mini-open (03.802.431) are "floppy", saggy, and hard to aim. Two holding sleeves-standard for matrix have stripped out threading. One straight tip t25 driver-long is stripped. The events are not related to any specific case or patient. The devices will be returned for evaluation. This is report 9 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.